Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Physical samples were returned for this complaint in an open state. The defect of tight action was confirmed by testing a number of syringes and found plunger actuation to be indicative of low silicone concentration. A visual inspection of syringes found some of the plungers rubber tips were off center and not aligned on the plunger neck. The exact root cause of the reported condition could not be determined as the reported condition could not be identified within production documentation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for plunger actuation. The lot met the acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so corrective action will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the plunger is sticking when they are trying to draw medications from vials and when they are dosing patients.